Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
Information was received via maude event report when audit was performed on the FDA database. It was reported an ultrasound was performed on a patient prior to placement of a PICC line and a foreign body was found in the vein which has been used prior to this date for another PICC line. Surgery was performed for removal of the foreign body and what seemed to be a piece of guidewire was found in the vein. The piece looked like a small coil the width of a hair. There was not any indication of original PICC placement date that any portion of the guidewire was missing or detached when it was removed. The radiologist did say that sometimes when she pulls the guidewire back through the introducer that the end will look "pigtailed" or "coiled". This brought up the concern that perhaps a portion of the guidewire could have been shredded off somehow during removal from the introducer.